Manufacturer narrative:
(B)(4). Attempts to obtain additional information and device have been unsuccessful. Without return of the explanted device or additional information the reported clinical observation cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through revive of article: "an unusual cause of early aortic bioprosthetic valve failure" doi:10.1093/ehjci/jev350. This case involved a (B)(6)-year-old female patient with a 21mm carpentier-edwards perimount pericardial valve explanted after an implant duration of approximately six (6) months due to severe aortic stenosis with chest pain and dyspnea. It was reported that two weeks after implant of the 21mm valve, the patient began gefinitib therapy for treatment of metastatic lung adenocarcinoma. Echocardiogram demonstrated progressive increase of the maximum and mean pressure gradients across the bioprosthetic aortic valve to 75 and 45 mmhg. It also showed nodular thickening of the leaflets and consequent severe aortic stenosis and mild aortic regurgitation. It was decided to proceed with a redo aortic valve replacement using a mechanical prosthetic valve. The removed 21mm bioprosthetic valve revealed multiple nodular lesions and unusual degeneration. Histologically, there were vegetative dense fibrinous material deposits on the valve and focal acute inflammatory cell infiltrations. In the superficial layers of both sides of the valve, there were large numbers of macrophage deposits.